Event description:
Mid (B)(6) 2010, the nurse developed hives, chest pressure, and shortness of breath. In the past, she experienced red/itchy/burning to the top of her hands. On (B)(6), she saw a primary care physician and on (B)(6), she saw an immunologist. She was given prescriptive medication and had testing done. She missed 3 months of work, and now is back working every other day. The nurse is not sure if the gloves or if the mask she wore, caused her symptoms.

Manufacturer narrative:
The customer was not able to provide the lot number, therefore, the device history record could not be reviewed. Historical trending was done. No sample was provided, therefore, the root cause could not be identified. A small percentage of the population may experience allergic reactions to some of the anti-oxidants and accelerators, which may be added during the mfg process. Some reactions may be caused by contact dermatitis and may not be allergic in nature at all. The nurse is not sure if the gloves or if the mask she wore, caused her symptoms. We will continue to monitor complaints for any trends.